Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, and an opening on the posterior. A leak test and microscopic analysis were performed which identified a smooth crease opening, yellow particles in the shell, and a void observed >1mm in the non-textured, valve-to-shell-bond area. The fill test inspection was performed and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.